Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event is unknown. A day after the onset of peritonitis, the patient was hospitalized. On an unreported date, the patient was treated with intra-peritoneal injection (inj.) Cefepime (1 gram, once a day, duration not reported) and with inj. Heparin (as needed, dose, frequency, and duration not reported) for peritonitis. On an unreported date, the patient was recovered from the peritonitis event. The action taken with dianeal therapies is unknown. No additional information is available. This is report 2 of 3.